Event description:
It was reported that the patient had good stimulation results prior to picking up her nephew from the floor. Since that time, stimulation had been "so painful"; shocking the patient to the extent of waking her up from her sleep. The reporter indicated that the patient followed up with her healthcare provider (hcp) and was informed to turn stimulation down. The patient went to her hcp about 3 months prior to the report and the hcp turned the stimulation back on "to program 3 to .04v". It was unclear if stimulation was ever turned off previously. Since the hcp did that, the patient had been wetting herself worse than before the stimulation. The patient was also noted to be in "horrible" pain with the device. The reporter indicated that the patient wasn't feeling stimulation and it wasn't working. It was also indicated that the patient experienced a loss of therapeutic effect with symptoms of swelling. The reporter stated that the implant site was sore to the touch, warm and felt swollen. The patient was "unable to lay on it or anything." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3889-28 lot# va006vq, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).